Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating on the back where it attaches to the frame of the chair is loose.